Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260, (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2021; brand name vectris surescan; product ID 977a260, (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2021, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator is not working. Patient stated they have tried turning it up, but they are barely getting any pulse on any of the 3 groups. Patient mentioned that they are supposed to be meeting with a mdt rep and their doctor coming up but do not remember the reps name that they usually work with. Patient noted that the rep told them that the 2 outer wires in their back are not working; patient added that their appointment changed and they need to get the reps information to have for their appointment. Agent offered and sent an email to the field. The patient was redirected to their healthcare provider to further address the issue. Pt called back in and reported they had not heard back from the mdt representatives. Agent sent an email to the pt providing a physician listing and sent a follow up email to field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reports patient will have their old leads explanted on (B)(6) and their new leads implanted the same day.

Event description:
Additional information was received from manufacturer representative (rep) who clarified the two wires in back not working was due to patient falling and damaging her leads. They state that patient had impedance check after their fall and had contacts/electrodes out which made getting coverage not possible. The ins has been working however, the leads are damaged. Patient has been working with a spine surgeon to have these leads explanted and a paddle lead inserted as a replacement. Issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.